Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of high blood glucose reading and blank display from the insulin pump. The customer's blood glucose level was 440 mg/dl. The customer stated that the battery felt wet and oily. The customer bought new batteries and the pump still gave a blank display. The customer was advised to clean up the battery. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. A replacement pump will be sent to the customer.

Manufacturer narrative:
The insulin pump was received with corroded battery tube and battery tube spring contact however; the insulin pump had normal operating currents. No blank display noted. The insulin pump has cracked case at the display window corners and minor scratched display window.